Event description:
Customer reported that a donor sample with a history of being a positive tested as o positive on the galileo.

Manufacturer narrative:
Review of the image revealed a reaction in the a1-cell well that appeared to be weakly positive. The anti-a well was negative. Reflexabo testing was performed with in-house donor samples of known abo/rh types using retention anti-a, lot 101687, and anti-b series 3, lot 203240, the lots used by the customer, on an in-house galileo. Some inv were reported due to "empty or too dense well"; however, all other in-house donor samples were interpreted as expected. No unexpected negatives were observed. A service call was made. Issues with the centrifuge timing belt were observed; it was replaced. The system was tested and operated within specifications with no problems observed.